Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Over the past year, lead trends showed a gradual rise in shock impedance measurements from 110 to 150 ohms, and as a result, lead calcification was suspected. Technical services (ts) discussed troubleshooting/programming considerations, including commanded shocks. This rv lead remains in service. No additional adverse patient effects or interventions were reported at this time.